Event description:
It was reported an aquacel ag surgical1 hydrofiber dressing was applied to the pt's surgical site following a hip replacement procedure. Within 7 days, the dressing was removed using the taffy pull technique. During removal, the physician noted the dressing seemed to be adhering more strongly than usual. Follow up with the physician found the dressings had been heated in a blanket warmer prior to application. The pt sustained a skin tear which was treated via a skin graft. No further pt complications were reported.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional info become available a follow-up report will be submitted.